Event description:
Smoke started to come out from an extracorporeal shock wave lithotripsy (eswl) system after a loud sound. Manufacturer response for eswl, (brand not provided), (per site reporter). Battery charging board failed.